Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one hickman d/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted approximately 3.7 cm from the distal end of the y-body. However the surface of the circumferential break was noted to be smooth with striations. The investigation is confirmed for the reported fluid leak and fracture, as a partial compound break was noted just distal to the y-body. The edges of the partial compound break appeared finely granular and another region of the partial break appeared jagged. The edges of the outer sleeve had similar break characteristics to the partial break. Upon infusion of the white luer (small lumen), a leak from the partial compound break was noted. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post catheter placement, the device allegedly had a leak. It was further reported that the device had damage above the bifurcation and the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 06/2024).

Event description:
It was reported that some post catheter placement, the device allegedly had a leak. It was further reported that the device had damage above the bifurcation and the device was removed and replaced. There was no reported patient injury.